Manufacturer narrative:
Conventus orthopaedics, inc. Reviewed the traceability control forms for the h10 solid driver and determined that there were no production issues that occurred during packaging, labeling, or receiving of the product. The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2020, the surgeon was implanting a ph cage in the patient when the tip of the h10 driver broke off in the distal-most locking hole on the plate.